Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) final investigation and the device evaluation. Please see corrected data in fields e2 and e3. The device evaluation could not reproduce the customer reported issue. Per device evaluation, reported issue could not be confirmed, but the occurrence was likely. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that water/humidity invaded the subject device, caused damage to the image sensor unit/printed circuit board in the connector, which led to the occurrence of reportable issue. However, the definitive root cause of image not displayed could not be determined. The suggested event is detectable and preventable by handling device in accordance with the following instructions for use (IFU): ltf-190-10-3d operation manual chapter 3 preparation and inspection: 3.6 inspection of the endoscopic system: inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flex 3d deflectable videoscope has no image when the scope case connecting unit is connected to the video system. The issue occurred during preparation for use for an unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.